Manufacturer narrative:
Device it power up properly after battery installation. Device received with operating currents within specification. Device passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08760 inches. No delivery anomalies noted. Device received with scratched case, pillowing keypad and cracked case the p-cap does lock properly. Device received with corroded battery tube.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level of 424 mg/dl. Customer was using two high blood glucose rule. The insulin pump will be returned for analysis.